Event description:
It was reported that stent fracture occurred. A 2.50 x 20 mm synergy xd drug-eluting stent was selected for treatment. However, during the procedure, the stent broke when the physician attempted to use it. No further issues and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.50 x 20mm was returned for analysis. A visual and tactile examination identified a break in the hypotube. The break was located at the base of the strain relief. The distal section of the hypotube was kinked at various locations along its length. A visual, tactile and microscopic examination of the distal extrusion identified that the extrusion identified no damage. A microscopic examination of the crimped stent identified no damages. The stent was securely positioned between the proximal and distal markerbands. A microscopic examination of the balloon material identified no damages. The balloon was tightly folded and did not appear to have been subjected to any positive pressures. A microscopic examination of the tip identified no damages. The outer diameter of the crimped stent was measured and was found to be within device specification.

Event description:
It was reported that stent fracture occurred. A 2.50 x 20 mm synergy xd drug-eluting stent was selected for treatment. However, during the procedure, the stent broke when the physician attempted to use it. No further issues and no patient complications were reported.